Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no aspiration or irrigation during a surgery. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Corrected information provided in describe event or problem and additional MFR narrative. This file is not reportable with the corrected information received. There will be no further reports sent in. (B)(4).

Event description:
Corrected information received stating the only problem was a vacuum issue and not an irrigation issue.